Manufacturer narrative:
Updated suspect medical device, 4. Catalog # from 02g22-35 to 02g22-30, lot number from unknown to 01170fn00; and UDI # from 00380740002459 to 00380740002442.

Manufacturer narrative:
A review of complaints identified only one other complaint for lot 01170fn00. A review of the complaint trending report found no trends for the issue for the product. Return testing was not completed as returns were not available. Historical performance of architect hbsag, list number 2g22, was evaluated using worldwide data from abbottlink. Review of the qualitative negative population number of standard deviations (sds) to cutoff by reagent lot report showed all reagent lots fall within established limits. Review of the median patient results and standard deviations to the cutoff for negative samples by reagent lot confirms acceptable performance for the assay. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed which adequately addresses the current issue. Per the architect hbsag qualitative ii (ln 2g22) package insert, overall specificity was estimated to be 99.91% with a 95% confidence interval of 99.78% to 99.97%. Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii reagent, lot 01170fn00.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported an increase in (B)(6) architect hbsag results on 5 patients. The original samples are repeatedly (B)(6) between (B)(6); confirmed by neutralization; pcr (B)(6). One patient was re-drawn and the new sample was (B)(6). There was no reported impact to patient management.